Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a dramatic rise in thresholds to high levels, and a lead dislodgement was observed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.